Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 07/14/2015 device evaluation: the device has been returned and evaluated by product analysis on 06/27/2015 with the following findings: the black box showed a low battery ¿cs177¿ warning on 05/01/15 occurring due to normal battery wear; there was no evidence of short battery life is observed. ¿ez-prime¿ steps were performed correctly. The sleep current draw was out of specification; therefore, a short battery life complaint was duplicated. The pump¿s cover was removed and the sleep current returned to specification once the continuous glucose monitoring module flex was unplugged from the printed circuit board. Inspection revealed an intermittent condition due to a cold solder connection. Unrelated to the original complaint, the display contrast was dim and discolored.